Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:41:00. During night drain cycle three, the patient's ultrafiltration reading was 2439ml, indicating the home patient (hp) drained 2439ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume (ldv) alarm, not including initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.